Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. After placing the faradrive in the left atrium and removing the dilator, the farawave catheter was inserted into the faradrive. When aspirating for backflow, air could continuously be aspirated. The issue was resolved by replacing the sheath. Then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as the investigation determined the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. After placing the faradrive in the left atrium and removing the dilator, the farawave catheter was inserted into the faradrive. When aspirating for backflow, air could continuously be aspirated. The issue was resolved by replacing the sheath. Then the procedure was completed without patient complications. The device has been received at boston scientific post market laboratory.